Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting by field service, a review of product historical data, and a review of product labeling. Field service visited the site and calibrated the instrument. Review of product historical data did not identify any adverse trends or abnormal complaint activity. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant hemoglobin results when processing on the cell-dyn emerald. The initial result was <7 and the retest results were within normal range. No additional patient information was provided. The results were not in range per the hospital criteria for transfusion. No impact to patient management was reported.